Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that the transfer set leaked at the clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found a hole/cut in the tubing. Clear passage test and clamp function test were performed with no issues noted. Leak testing was performed and found a hole/cut in the tubing. The reported condition was verified. The assignable cause of the reported leak was determined to be a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.